Event description:
It was reported that shortly after an Implantable Pulse Generator (IPG) replacement procedure the patient became unresponsive. The physician suspected a possible stroke or seizure but was uncertain. The patient is currently hospitalized, intubated, and recovering.